Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing info. It is not suspected that use or continuing use of product could result in a pt,s death.

Event description:
High thresholds of 8.4 v and 1.0 ms.